Manufacturer narrative:
The technician found a broken screw in the hex rod at the head end of the stretcher. The technician replaced the hex rod at the head end of the stretcher to resolve the issue.

Event description:
Technician alleged that the stretcher still rolls after the brake steer pedal is set to brake. No pt impact.